Event description:
It was reported that a patient underwent a fusion and laminoplasty procedure at c4-c6. During the one week post-op follow up examination, one of the implants had reportedly migrated. The patient was discharged without additional intervention because cervical instability and major clinical symptoms were not observed. The implant was re-examined 11months post-op via CT scan and was documented as "normal" and again 29 months post-operatively via x-ray examination. According to the report, the patient had fused by the 29 month post-op visit. No explant was performed and no patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. These parts are not approved for use in the united states; however, the catalog #s 6900240, 6945828, 6955924 and 6955926 and 510k # k043020 of 'like devices' were cleared in the united states. Devices of multiple part/lot numbers were implanted during the procedure including: part: g6900240 / lot: unknown (x2) part: g6945828 / lot: unknown (x2) part: g6945924 / lot: unknown part: g6945926 / lot: unknown (x2) although it is unknown which, if any, of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
These parts are not approved for use in the united states; however, the catalog #s 6955828, 6955924, 6955926 and 6900240 with 510k # k043020 and k123906 of 'like devices' were cleared in the united states. Devices of multiple part/lot numbers were implanted during the procedure including: part: g6945828 / lot: unknown (x2) part: g6945924 / lot: unknown part: g6945926 / lot: unknown (x2) part: g6900240 / lot: unknown (x2). Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.